Event description:
The customer reported cleaner leak of approximately 20 - 30 ml involving the coulter lh 780 hematology analyzer during instrument shutdown. The customer indicated that the leak was not contained within the instrument and the instrument generated peltier errors. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from a small pinhole in tubing at pinch valve pv61. The fse replaced the tubing through pv61 to resolve the leak. The fse indicated that the leak wet the peltier connection causing peltier errors to be generated. The fse cleaned and dried the peltier assembly to resolve the peltier errors. Failure mode of the leak is attributed to a small pinhole in tubing at pv61 which in turn wet the peltier connection causing the peltier errors to be generated. The instrument generated peltier errors alerting the customer to an instrument problem. (B)(4).